Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the customer received a power error detected alarm on the insulin pump. The customer's blood glucose was 11.1 mmol/l at the time of incident. The customer stated they have treated for their blood glucose. The customer was advised of the proper steps to clear the alarm. The customer was advised to call back in four hours if the alarm recurs. The customer declined to return the insulin pump for analysis.